Event description:
It was reported that the patient presented in clinic. Upon device interrogation, it was discovered that their pacemaker displayed an invalid data set error. The follow-up was successful but no diagnostic information was able to be seen. Programming changes were not made. The patient was in stable condition.